Event description:
As per information received on (B)(6), 2021 the user returned to have the device explanted. The recipient was a non-user and did not return to the clinic until recently. It was initially reported in 2012 that the user had no sound perception and that the measurements show a possible device malfunction. The surgery has been initially scheduled on (B)(6), 2021, however, the surgery took place on (B)(6), 2022. This refers to report 9710014-2012-00100. Please refer to this report for further information.